Manufacturer narrative:
(B)(4). The carefusion field service engineer went on-site to evaluate the suspect device. The fse checked the event log and found many circuit disconnect, low peak inspiratory pressure, and low minute ventilation alarms. The fse was unable to duplicate the reported issue and determined the most likely cause of the alarms may have been patient related. The fse completed the user verification test and operational verification procedure according to factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays circuit disconnect, low minute ventilation alarms. The customer reported the unit is not picking up tidal volumes. The issue occurred during patient use, the customer reported the suspect device was switched out with another ventilator. The customer reported no patient consequence is associated with the event.